Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that there was no over delivery allegation and there was no problem with retainer ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 15 mg/dl. Paramedic injected him a glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer was using auto mode. Customer was performed self test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.